Manufacturer narrative:
Product ID, neu_unknown_lead, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a communication issue with the patient's implantable neurostimulator (ins) at the time of implantation. The patient's trial phase of testing went well. It was noted that the ins had normal communication between the clinician programmer and the patient's recharger pre-operatively, intra-operatively, and post-operatively. The patient felt the stimulation post-operatively and was getting good coverage for therapy after programming with the clinician programmer. However, following this the company representative was unable to establish telemetry or communication with the ins using the patient programmer. An error code of 590 was seen on the recharger and programmer which indicated a poor telemetry environment and that the antenna was too far away. The manufacturer's representative moved to a different location and tried to establish telemetry without success. The ins was able to be readily palpated and there were no falls or trauma to the pocket since the implantation. A short physician mode recharge (pmr) session (~20 secs) was performed but could not establish telemetry with the ins using the clinician programmer. The ins was confirmed to be on and a second pmr procedure was performed for approximately 4 minutes. The patient stated that they felt the stimulation lightly during this time. When communication was attempted with the patient programmer a "poor communication" screen was observed. When using the antenna locator (al) a coupling reading of 32 was observed for the entire al assessment. With no resolution with the telemetry issue, the patient went back to surgery at which time the ins was replaced. The patient outcome was reported as recovered without sequelae and was noted as receiving good therapy with their new ins. If additional information is received, a follow-up report will be sent

Event description:
Additional information indicated that the patient had no concerns regarding her therapy/device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.